Event description:
It was reported, that this right ventricular lead exhibited noise. And high out of range shock impedance measurements. Troubleshooting, monitoring and a potential system replacement were discussed. At this time, this lead remains in service. No further adverse patient effects were reported.